Event description:
It was reported from (B)(6) that the mini air drill device had no function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was wornout. Therefore, the reported condition was confirmed. It was further determined that the motor was blocked. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Incorrect serial number: the device serial number was provided by the customer in the initial report was incorrect. The serial number has been updated from (B)(4). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional narrative: (B)(4). The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.